Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous right internal carotid. Resistance was felt during removal of the delivery catheter after placement of the filter. After removal of the device a bend/kink was observed in the bare wire. The decision was made to remove the filter and replace the device with a new one. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink in the bare wire was confirmed. The reported resistance could not be confirmed as it was based on case circumstances. Based on a visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.